Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Customer¿s blood glucose (bg) was low, however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.